Event description:
It was reported that the cartridge was cracked. There was no reported adverse impact to the customer¿s blood glucose level. Caller loaded new cartridge as instructed, successfully resumed insulin delivery, and received education from technical support about cause of issue and proper handling, with no additional concerns reported.